Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the tibial artery, using kissing stent technique, one unspecified xience prime stent delivery system (sds) progressed down to the tibial artery; however, the second xience prime sds met resistance either due to anatomy or due to interference with a guide wire, and could not advance past the popliteal artery. Excessive force was used to advance the stent system and the proximal shaft near the hub was broken. The device was removed without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the stent delivery system met resistance with the anatomy and/or other devices resulting in the reported difficulty to position and the reported failure to advance. Manipulation of the device ultimately resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.